Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-06925. It was reported that vessel perforation and rotawire tip detachment occurred. A 1.50mm rotalink plus and a rotawire were selected to treat the target lesion located in the circumflex artery. During ablation while the physician was performing ablation, he perforated the artery and ended up shearing off the tip of the rotawire. They were not able to take it out of the body and ended up trying a couple of different things and then just deciding that they just have to leave them there cause they couldn't get it. The procedure was not completed due to this event. No further patient complications were reported and the patient's condition is fine.